Event description:
The hospital reported a system shutdown that resulted in in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).